Event description:
It was reported to philips that while attempting to perform a measured shock output test, the display for the unit went white. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.